Event description:
It is reported that the device was implanted approximately four years ago and that the patient was revised in 2009, due to pitted and corroded devices, "backside weak".

Manufacturer narrative:
Patient demographics are unknown. The returned tibial tray exhibits minimal evidence of bone cement on the undersurface and no evidence of bone cement on the keel. The tibial tray also exhibits what appears to be small amounts of pmma precoat that did not fully incorporate with the bone cement. The report of corrosion could not be substantiated; the tibial tray exhibits no evidence of corrosion. The returned articular surface exhibits pitting and wear on both the backside and the articulating surfaces. The pitting noted on the returned device is consistent with damage, as result of third body particle wear that has been noted on other explanted devices. However, sem analysis of the articular surface did not reveal any foreign particles. Although sem analysis did not reveal any foreign particles, it is important to note that the alleged complaint indicates that the articular surface was "scrubbed with hexachloraphine and alcohol" and disinfected by autoclaving prior to being received by zimmer for evaluation. Therefore, the cause of the pitting noted on the returned device cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. The tibial tray was found to meet print specifications were measurable. The articular surface, however, was autoclaved prior to being returned, which causes dimensional changes. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.